Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01467. It was reported that the patient (B)(6) complained of nausea when her scs system was delivering stimulation. She stated that she only felt the nausea when stimulation was on. The physician explanted the system on (B)(6) 2011. No further patient complications were reported. The explanted devices will not be returned to the manufacturer for evaluation.